Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) from 440 mg/dl to ¿high¿ on the meter all day the previous day with ketones, nausea, difficulty breathing, numbness of the arms and legs and cramps. The patient reportedly attempted to increase the bolus amounts throughout the day, but had limited success lowering the bg. The patient reported bolusing with a correction bolus of 15 units via the pump for the elevated bg the morning of the call. The patient reported bg of 385 mg/dl approximately 1.5 hours prior to the call to animas. The patient stated the pump had been experiencing issues with intermittent power for the past several months. This detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged or does not meet the user¿s expectation. The patient further stated the pump was powered off on waking the prior day ((B)(6) 2013). The patient stated that power was able to be restored to the pump, but only for a brief amount of time. The patient stated that at the time of the call to animas, the pump had no power and was not able to be powered on at all. The patient reported that the battery cap was replaced 7 to 12 months ago. The owner¿s booklet instructs the patient to replace the battery cap every 3 to 6 months as normal maintenance. The patient reportedly discontinued insulin pump therapy at the time of the call and was awaiting a return call from the healthcare provider for an alternate method of insulin delivery. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy using a pump that had exhibited intermittent power issues for several months.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during investigation, a review of the history showed pump reboots had occurred. The daily insulin delivery totals correctly reflected the user's programmed basal rates. During evaluation, a crack was observed in the battery compartment and the threads were stripped. The battery cap was unable to maintain an electrical connection; power loss and reboots occurred during testing. The battery cap contact height and width were found to be within specifications. A test cap was used for testing purposes. The pump exercised for 24 hours with the test cap with no further power issues occurring. The pump passed the flow accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.